Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device's screen was dim. There was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that the screen was dim; the device had a first-generation liquid crystal display (lcd) and needed to be upgraded to a second-generation lcd. The remote service engineer (rse) provided the customer with the part numbers of the parts needed to upgrade the first-generation user interface (ui) assembly to a second-generation lcd assembly.

Manufacturer narrative:
Multiple attempts have been made to obtain further case information regarding the evaluation and repair; however, no response was received, and the malfunction could not be confirmed. It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.